Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2008 and the mesh was implanted. In 2016, the patient developed pain and discomfort due to mesh migration. Cystoscopy, CT and examination revealed that the mesh eroded into detrusor muscle on the left side of bladder causing pain. The patient was referred to tertiary center for removal. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure: na, the diagnosis and indication for the initial surgical procedure?: stress urinary incontinence, what were current symptoms following the index surgical procedure? Onset date?: 2016, other relevant patient history/concomitant medications: na, product code and lot #: na, what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure?, any concurrent procedure/device implantation?: no, were there any intra-operative complications?: no, when was the mesh exposure first noted by a physician?: 2016, mesh exposure symptoms and diagnostic confirmation?: 2016, describe medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?: referred for mesh removal.